Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a motor error alarm and a motor position encoder error. The customer reported that the alarm occurred after having an x-ray, although the insulin pump was disconnected but in the same room. The customer's blood glucose level was 170 mg/dl. The customer was able to rewind the device. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
Unit failed displacement test with 171.9 units remaining on status screen and constant motor error alarm noted during rewind due to motor encoder out of phase. It was unable to confirm e70 alarm or perform functional test due to motor error alarm. Unit received with minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube lip and cracked battery tube threads.